Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue and ultimately reverted to an alternate method of insulin therapy. Reportedly the customer went to the emergency room and was subsequently admitted to the intensive care unit with a blood glucose (bg) level of 1088 mg/dl. Customer could not recall what treatment they received. Treatment resolved the issue and there was no permanent damage. The customer could not recall when they got discharged from the hospital.